Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart or a cold reset was performed alarm. Customer also reported that the insulin pump had blank display. Customer stated the contacts on the battery cap was not damaged and the display returned after troubleshooting. Customer performed self test and the test was passed. Customer was able to clear alarm and was able to rewind the insulin pump. However, customer reported that the pump error alarm occurred after battery change. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.